Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and customer planned to perform reset independently once charging supplies became available and to follow up if issue persisted.